Event description:
It was stated that the customer was hospitalized for high blood glucose and the reading was 394 mg/dl. The infusion set was changed two days prior to the hospitalization and the customer gave a manual injection but it had little effect on the blood glucose levels. Troubleshooting was performed. The insulin pump passed the prime and self tests. The tubing clamp was not available to perform the high pressure test. The customer's mother later called stating she downloaded the insulin pump and found that it had been put in suspend for thirteen hrs. She stated that the customer did not put the pump into the suspend mode.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. No unexpected suspend mode was noted. After testing, it was concluded that the device operated within specifications.